Event description:
Device malfunction: misplaced stent. Time of malfunction: during the procedure. It was reported that during a left internal carotid artery (lica) stenting procedure, during deployment of the stent, the stent was misplaced by the operator. The lesion was not completely covered, so a second stent was deployed to fully cover the lesion. After placement of the second stent, it was noted that there was some distal kinking or spasming of the vessel. The physician was unsure if it was stenosis, vessel dissection, or tortuosity. A third stent was inserted into the vasculature, but the physician decided not to place it because of the nature of the kink. The physician decided to remove the stent rather that deploy it and remove the embolic protection device. At this point, the vessel relaxed and there was no evidence of dissection or add'l stenosis. There were no adverse pt sequelae reported. Two days post procedure, the pt was discharged to home. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. The cause of the misplacement of the stent by the operator is unk, however; the instructions for use for the rx acculink states on the warning section: "ensure optimal positioning of the stent prior to deployment". From the limited incident info, the event appears to be related to the operational context in which the device was utilized and not a mfg related issue. The lot history record was reviewed and there are no non-conformances associated with this lot number.